Event description:
It has been reported to us that during the procedure, plaque has become dislodged resulting in some complications with the pt. Attempts to obtain add'l info regarding the case and exact product identification have been unsuccessful.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore, a review of the device history record can not be performed. If any add'l info about the case or the exact product identification is provided an add'l follow-up medwatch form will be submitted.